Manufacturer narrative:
Additional devices for this complaints: model #/lot #: 1001915670 - outflow gradt / catalog number 1125 / expiration date 30jun2019, UDI #: unk, device available for evaluation?: no, device evaluated by MFR?: unk, labeled for single use?: yes, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, infection, and cerebral vascular accident (cva) are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. ). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that patient had bacteremia with possible pump infection, complicated by loculated infection around outflow graft and subsequent cerebral vascular accident (cva) post video-assisted thoracoscopic surgery (vats) that lead to the patient's death. No additional information available.

Manufacturer narrative:
It was reported from the site that the patient will not have an autopsy done and that the pump will not be available for analysis and none of the equipment will be returned. It was further stated from the site that there was no device malfunction. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position, and size of the ventricular assist device (vad), tension/ trauma to the driveline exit site, duration of time on vad support and history of infections. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report